Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360-361 mg/dl and 1.8 mmol/l ketone level. The customer required assistance from the clinic where they provided customer with insulin and replacing pump supplies to address the bg level. Reportedly, the customer had not followed the cartridge change process correctly prior to the high bg; however, no details were provided. The customer did not observe any issues with the cartridge, infusion set, tubing or cannula. No pump issues identified. The customer continued to use the pump for insulin therapy.